Event description:
The customer reported via phone call that they had experienced low blood glucose. It was reported that the insulin pump was over delivering. The customer¿s blood glucose value was 45 mg/dl. Customer¿s current blood glucose was 91 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated low blood glucose value with food. The customer did not experience any symptoms of low blood glucose value they feel ok. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.